Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose level increased to over 300 mg/dl while the pod was worn between 1 and 4 hours. Upon removal from the infusion site on their leg, the pod¿s cannula was found to be blocked. Bleeding from the infusion site was also reported. An alarm during operation was additionally mentioned. There was no treatment information provided.

Manufacturer narrative:
The device was received for evaluation. Blood was observed in both the soft and hard cannula. Blood was also noted to obstruct the fluid path within the soft cannula; however, fluid flow through the entire pathway was restored after manual manipulation. There was no damage detected on the needle tip under magnification that would account for the reported infusion-site event, although the presence of blood on the device was confirmed. The cause of the bleeding/bruising could not be determined. The pod data showed an 0x3d step sensor asserted prior to the wire-driven hazard alarm. No timeouts or drive stalls were identified in the data. The cause of the alarm could not be determined.